Manufacturer narrative:
The device was not explanted and was likely buried with the patient.

Event description:
Boston scientific crm received information that the patient implanted with this device expired. It was reported that the patient was undergoing an upgrade procedure. The patient developed pulseless electrical activity shortly after the pocket was opened. It was suspected this was due to the anesthesia. There were no product performance allegations against the functionality of the device.